Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead was replaced due to an anomaly. No further information is available.

Event description:
New information received indicated that the rv lead was explanted and replaced due to a dislodgment and high capture thresholds. The patient was stable throughout the procedure and was stable afterward.